Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a standard needle. The customer reports the needle broke off in a patient during a blood draw. The needle was pulled out of the arm by the phlebotomist using fingers. The needle was being used in conjunction with covidien item (B)(4), defender safety needle holder.